Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the right ventricular lead exhibited oversensing. The patient was seen in clinic on (B)(6) 2018 and programming changes were made. The patient was asymptomatic throughout.